Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that that they experienced high blood glucose level up to 400+ mg/dl. The customer's current blood glucose was 365 mg/dl. The customer over compensated for the high and ended up with a blood glucose of 44 mg/dl. The customer treated high blood glucose with insulin pump and syringes and low blood glucose with juice. Customer did not allege pump was under delivering. Customer reported insulin pump was worn during a medical procedure around an magnetic resonance imaging. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No delivery anomalies noted. The motor was tested outside of device and passed. Unit received with minor scratches on lcd window.